Manufacturer narrative:
The customer reported no patient involvement. The manufacturer's field service engineer was able to duplicate the reported problem. The manufacturer's field service engineer repaired the unit by replacing the water trap. The ventilator successfully passed extended self test and performance verification test. Unit is ready for patient use.

Event description:
The customer reported an oxygen leak. The customer reported no patient involvement.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported an oxygen leak.patient involvement is unknown.